Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000108806.

Event description:
Related manufacturer reference number: 3006705815-2022-18138. It was reported that patient has cramps in legs after leaving stimulation on for 6-8 hours. Patient¿s primary pain area is the back. It was also reported that patient has discomfort due to significant burning heat sensation at ipg site with stimulation on and off. No trauma or weight changes were reported. Surgical intervention may be undertaken to address this issue.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
The report of uncomfortable stimulation was not able to be confirmed as the lead was not returned complete. Analysis of the lead found it was cut during the explant procedure and only the terminal end segment was returned. Positive identification of the lead could not be made with just the terminal end segment being returned.